Event description:
It was reported that during a stenting treatment procedure, a balloon rupture occurred. The target location for treatment the superior vena cava. A 12.0 x 40, 75cm mustang balloon catheter was advanced to post dilate a previously implanted unknown stent. During an unknown inflation at 8atms a balloon rupture occurred. The mustang balloon catheter was removed without issue. Next, a 16-4/5.8/75 xxl balloon catheter was advanced to the target location and during an unknown inflation at 4atms a balloon rupture occurred. The unknown stent was fine and was left as is. No patient complications were reported and the patient's status is listed as fine.

Event description:
It was reported that during a stenting treatment procedure, a balloon rupture occurred. The target location for treatment the superior vena cava. A 12.0 x 40, 75cm mustang balloon catheter was advanced to post dilate a previously implanted unknown stent. During an unknown inflation at 8atms a balloon rupture occurred. The mustang balloon catheter was removed without issue. Next, a 16-4/5.8/75 xxl balloon catheter was advanced to the target location and during an unknown inflation at 4atms a balloon rupture occurred. The unknown stent was fine and was left as is. No patient complications were reported and the patient's status is listed as fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed no tears in the balloon material. However, when an attempt was made to inflate the balloon, a pinhole leak was identified over the proximal edge of the proximal markerband. A microscopic examination of the balloon material and proximal markerband could not identify any anomalies which could potentially have contributed to the pinhole leak. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).